Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer had gotten the pump wet. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg. Customer reverted to an alternate method of insulin therapy.